Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, however medical records were provided for review. The investigation is confirmed for device component detachment and removal difficulty, however it is inconclusive for malposition of device (tilt). The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j, vena cava filter, allegedly experienced removal difficulty, malposition of device, and detachment of device or device component. This information was received from a single source. This malfunction involved a (B)(6) year old female patient, weighing (B)(6), with no consequences.